Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose reading at the time of the incident was 496 mg/dl. Customer stated insulin pump had back to back insulin flow block alarm. Customer was treated with insulin pump for high blood glucose level. Customer was using auto mode feature at the time of event and using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.